Event description:
The customer indicated that a patient received 1st and 2nd degree burns on the side of the mouth during an ear, nose & throat procedure. A plastic surgeon was consulted and the burns were healing well. Plastic surgery was not anticipated. The burns were believed to have resulted from a crack in the insulation of electrode where it plugs into the pencil.